Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a generator exchange procedure, the right atrial lead was observed to have no sensing and sporadic capture. The lead was capped and replaced on (B)(6) 2019. The patient was fine after the procedure.